Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the threads of the low-profile va locking screw, 3 x 16 mm, ti, sterile, was stripped/damaged. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0125-eo - g. Precautions - 3. Use the appropriately sized drill bit for the screw. 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the metatarsophalangeal joint fusion, it was discovered while inserting the screw that the screw thread was deformed and therefore no longer functional. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.